Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had damage on their insulin pump. Blood glucose value was 48 mg/dl at the time of the incident. No troubleshooting was performed. The device will be replaced and returned.

Manufacturer narrative:
Pump passed displacement test. Unit was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and stained keypad overlay.